Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: review of the black box data revealed the last basal deliver was on february 13, 2014 at 03:26 pm. The black box and alarm history do not show any activity outside normal use. There were several call service alarm (174) recorded on february 13, 2014, which indicates ¿basal edit not saved¿. The pump was exercised for 24 hours without errors, alarms, or warnings. Investigation did not duplicate the complaint. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was dim and discolored and the battery compartment was cracked at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.